Event description:
A user facility reported to olympus, the 4k camera head was not working. Upon routine inspection by an olympus field service technician, the camera head exhibited e222 scope communication error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during routine inspection. There was no patient involvement reported with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
After the device was returned and inspected, an additional potential adverse event was noted. An intermittent image was observed due to a cut in the cable unit. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint if e222 was confirmed. In addition, the intermittent image issue was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to a faulty cable unit. The contents of the instruction manual were checked and it is concluded the phenomenon can be prevented by following the following instructions: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.)." Since there was a cut in cable, there was also water leakage from the cable unit and switch unit. The leaks are not considered reportable malfunctions. Olympus will continue to monitor field performance for this device.